Event description:
It was reported that there was an issue with pl536r - shaft compl.d: 10mm l: 370mm. According to the complaint description, the open clip fell out of cartridge and into patient's body. The bariatric surgery was completed as planned. Another handle was used instead. There was no described patient harm. Additional information was not provided nor available. Additional patient information is not available. The malfunction is filed under aag reference (B)(4). Involved components: pl520r - challenger ti-p handle - batch unknown.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Involved components: pl520r - challenger ti-p handle - batch unknown.

Manufacturer narrative:
Investigation results: visual investigation: here we detected an expired maintenance date and deformed jaws of the shaft. Furthermore, the products have been sent to the responsible production department for further analysis. According to the investigation report of the quality assurance of the production department: the shaft is generally in poor condition, the jaws are heavily offset and bent up. The reason for this could be the maintenance, which has expired since 11.2016. A function is no longer possible due to the bent up jaw parts. The handle is fully functional batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 3(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results, there is no CAPA request necessary.